Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser will be driving chair and it randomly stops and will not drive.